Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed. Four cartridge change sequences were completed with four fill tubing processes to correct occlusion alarms. User made bolus requests without entering current bg levels. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequence.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 52 mg/dl. The bg level was addressed by the customer eating breakfast. Reportedly, the customer used u-500 insulin. The cause of the bg level was unknown. Reportedly, the customer continued to use the pump for insulin therapy and the customer had manual injection as alternate insulin therapy.